Event description:
Healthcare professional reports: device became disconnected at joint.

Manufacturer narrative:
(B)(4). Taper unk. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, date of event, implant date and explant date. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done.

Event description:
Healthcare professional reports: device became disconnected at joint.

Manufacturer narrative:
.

Event description:
Healthcare professional reports: device became disconnected at joint.

Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis noted that the tubing at the port stainless steel connector was broken with striations consistent with surgical end cut to remove the device. Device labeling addresses the possible outcome of leakage as follows: "caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage.¿ ¿caution: care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."

Event description:
Healthcare professional reports: device became disconnected at joint.